Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 clips did not work well. Some of them fell into the abdominal cavity and the jaws do not close properly.